Event description:
The customer stated that he tested his blood glucose and received a reading of 500 mg/dl. He retested immediately after using his one touch meter and received a reading of 200 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.